Event description:
The micropace system kept freezing up, locks up. Cannot use keyboard or touch screen moniyor. Had to reboot the system to continue the case.

Event description:
It has been reported to us that the micropace system kept freezing up, locks up. Cannot use keyboard or touch screen monitor. Had to reboot the system to continue the cause.

Manufacturer narrative:
Initial inspection: received unit 200mp3008 with no apparent damage. Evaluation: hooked system up to bed to evaluate system freezing up while in use. Findings: could not reproduce the problem. Complaint: unconfirmed. Disposition: return to vendor for further evaluation. Scar 6008 has been opened to further investigte the root cause and to determine any corrective action.